Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the device is in pbd advisory and electrical overstress advisory. Device data shows the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component, the device is malfunctioning. The battery was found to be at 54% now down to 15%. Device remains in-service. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the device is in pbd advisory and electrical overstress advisory. Device data shows the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component, the device is malfunctioning. The battery was found to be at 54% now down to 15%. Device remains in-service. No adverse patient effects have been reported. Subsequently, additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that the device is in pbd advisory and electrical overstress advisory. Device data shows the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component, the device is malfunctioning. The battery was found to be at 54% now down to 15%. Device remains in-service. No adverse patient effects have been reported. Subsequently, additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.